Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported that there was a spattering of blood on the lh 750 slidemaker labels, and this splatter was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the actuators for valves 35 and 33. Fse flushed the lines for both valves with bleach. Fse also flushed the t connector between the lh750 and the slidemaker. This resolved the issue and no further leaks were reported.